Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will ber filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The target lesion was located in the mid rca (right coronary artery) and was predilated with another manufacturer's 2.5x30mm balloon. The physician attempted to cross through a previously placed stent, but this stent was damaged by the previously placed stent. The procedure was completed with another manufacturer's 2.75x24mm bare metal stent. There were no reported pt complications and the pt's condition was reported as "fine".